Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited noise on the rate/sense channel that precipated inhibition of pacing. All lead measurements are normal. It was also noted that the accompanying device is implanted submuscular.

Event description:
Guidant received information that this implantable transvenous defibrillation lead exhibited noise on the rate/sense channel that precipitated inhibition of pacing. All lead measurements are normal. It was also noted that the accompanying device is implanted submuscular. Subsequent information indicates that the patient passed away. There were no associated allegations related to the patient's system. Portions of the lead were returned for analysis.

Manufacturer narrative:
(B)(4). The physician will repair the lead. No adverse patient effects were reported. No additional information is available. If more information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory the lead was inspected and analyzed. Three terminal leg segments were returned, they had been severed. The returned segments were noted to be electrically continuous. No additional testing was performed due to the nature of the returned lead. The clinical observations were not able to be confirmed.